Event description:
The front caster of a crocodile gait trainer fell off while the user (young girl - age unk) was running with it on an asphalt playground at her school. The user incurred facial abrasions and chipped 2 front teeth. The mother of the user sent pictures of the damaged unit but refused to return the prod for inspection and claims to have sent it to the "dump". From the pictures provided it appears the front caster bolt broke. We are unable to determine the exact cause of the problem because the pictures provided are not clear. In addition we cannot provide accurate info concerning serial number or date of MFR. The crocodile is meant to be used to train user to improve their gait and provide assistance with walking.